Event description:
It was reported that during a subclavian vena cava filter placement procedure, deployment difficulties were encountered. The lesion was located in the severely tortuous subclavian vena cava. The femoral titanium filter was advanced to the lesion. When the filter was released, " the filter leaned and the filter legs were crossed and did not expand properly." The physician manipulated the device, and the "entwined" filter legs were released. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
On 1/14/10 customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon also appeared protruded towards ruptured side. Unit is sent to accellent for further evaluation. The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is significant wall thinning in the area that burst. The entire device was visually inspected and there are no defects detected. The device could not be functionally tested because the device is clogged with dried blood and fluids. The steerable tip still steers. There are no other defects detected.

Event description:
Balloon ruptured, no patient injury